Manufacturer narrative:
This supplemental report is being submitted to add the UDI for the subject device that was inadvertently left off the initial MDR submitted earlier today. Please see d4 for UDI. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, charge-coupled device (ccd) failure was observed. Therefore, it was presumed that video function did not work properly due to ccd failure, thus, indicated phenomenon [no image] occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation confirmed the reported issue (broken cable cover) and found the scope mount was flooded. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that the camera head had a broken cable cover. There was no report of patient injury due to the event. The device was returned for evaluation. During inspection, the device was found to relay no image to the monitor due to a faulty charge coupled device (ccd) unit. This report is being submitted to capture the reportable malfunction found during evaluation.